Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged miniset mainbody, which includes any of the following: chipping/flaking/cracking of the mainbody and detents, as well as broken occluder feet/legs. Surface damage (no detent or occluder feet/leg damage) to the mainbody is usually cosmetic and typically does not affect functionality, since the mainbody is external to the fluid path. In this case no functional problem was observed during the plant evaluation, however a visual crack was confirmed. The root cause was undetermined. A batch review did not show any related manufacturing problems. Renal quality engineering will continue to track and trend these complaint reports and take corrective and preventive action as appropriate.

Manufacturer narrative:
The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A nurse reported to baxter (B)(4) that some cracks on the light blue main body after 40 days use. There was patient involvement, but no patient injury or medical intervention was reported.